Event description:
On 08/28/85 an aus device was implanted. On 10/16/85 the balloon was revised. On 10/11/89 the patient developed an infection around the pump. The pump was repositioned from his left scrotum into his right scrotum with a satisfactory result.